Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 2/4 was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. The batch review was performed on potentially associated lot (h11b06018) with no issues noted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp had no idea how the air had entered the lines. The hp did not note anything unusual with the supplies used that night. The hp had notified their nurse regarding the alarm. No further information was provided. There was no injury or medical intervention reported.